Event description:
After the completion of a ptca/stent procedure on the circumflex artery, while removing the guidewire the distal tip separated. At that time staining was present, and the pt became hemodynamically unstable. The pt was sent to surgery, where bypass grafts were placed but the wire was not retrieved. The pt expired two days later on 3/15/97. The hosp is holding the device.